Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image and communication/transmission problem (error code e216) traced to component failure. Debris in light guide lens cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited no image, scope communication error (error code e216) and debris in the light guide lens. There was no patient involvement.